Event description:
Revision of hip arthroplasty due to dislocation.

Manufacturer narrative:
Returned device is currently undergoing engineering evaluation. Review of the device history record showed that the named device was accepted with conformance to the device requirements.